Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure coil of right uterine tube'), dysmenorrhoea ('dysmenorrhea') and device dislocation ('essure coil not visualized/ectopic essure coil/migration of essure coil') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the coil on right was also noted to be folded upon itself". The patient's medical history included pelvic pain, perimenopause, menstrual cramps and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic right salpingectomy on (B)(6) 2013 and hysterectomy). At the time of the report, the fallopian tube perforation, dysmenorrhoea and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and fallopian tube perforation to be related to essure. The reporter commented: discrepancy added : essure insertion date as per mr is 12/05/2013 and essure removal date as per mr is (B)(6) 2013 discrepancy noted in essure insertion date: initially it was reported as 01-jan-2016. Discrepancy noted in essure removal as per initial version : essure removed on (B)(6) 2019. As per pif - essure removed- yes. As per mr- specimen(s) removed: right uterine tube findings : right adnexa hemostatic after right salpingectomy, specimen explored for essure coil, not found. Right broad ligament explored, biopsied, no essure coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right essure coil does not appear to conform to the configuration of the fallopian tube and is folded on itself, just lateral to the uterus.. X-ray of pelvis and hip - on (B)(6) 2013: the right essure coil does not appear to conform to the configuration of the fallopian tube and is folded on itself, just lateral to the uterus.; on (B)(6) 2013: the right essure coil does not appear to conform to the configuration of the fallopian tube and is folded on itself, just lateral to the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: "previously reported even medical device removal replaced with event fallopian tube perforation (perforated essure coil of right uterine tube), the coil on right was also noted to be folded upon itself and event device dislocation(essure coil not visualized) and dysmenorrhea added reporter lab test and rcc added. On 7-oct-2020: fu 3 an d 4 processed together. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.